Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of infection requiring medical treatment is a known risk associated with this device type and indicated as such in the instructions for use (IFU).

Event description:
It was reported that a patient developed an infection after removing an indwelling catheter following a rezum procedure. Managing the infection was challenging, and the patient required a 6 weeks course of ciprofloxacin to manage the infection. Patient outcome resulted in a full recovery. There was no further patient complications reported. It was noted that the infection was diagnosed after the indwelling catheter was removed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use (IFU).

Event description:
The physician reported a case where a patient developed an infection after removing an indwelling catheter following a rezum procedure. Managing the infection was challenging, and the patient required a 6-week course of ciprofloxacin to manage the infection. Patient outcome resulted in a full recovery, and there were no additional complications.